Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 04.038m390sp, lot number: 96p6190, part manufacture date: 17-mar-2021, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 90mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fenestrated helical blade 90mm (p/n: 04.038.390, lot #: 96p6190) was returned and received at us customer quality (cq). Upon visual inspection it was observed that there are some scratches and discoloration on the surface of the device. No other issues were observed with the returned device. Functional test: the overall functional test was not performed on the complaint device as all the mating devices were not returned. Hence the complaint could not be replicated can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: a dimensional inspection was not performed due to relevance to complaint condition. Document/specification review: the following documents were reviewed: ti tfna fenestrated helical blade: (manufactured and current). Complaint confirmed? No. Investigation conclusion the complaint condition could not be confirmed for the returned device tfna fenestrated helical blade 90mm (p/n: 04.038.390, lot #: 96p6190). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a trochanteric fixation nail-advanced (tfna) system implanted on (B)(6) 2021. Postoperatively the helical blade retreated from insertion point of the femoral into the subcutaneous layer. Upon inspection of locking mechanism the surgeon determined that the device was never engaged. The patient also had an infection that required hardware removal which was done on (B)(6) 2021. No further information provided. This report is for (1) unknown tfna helical blade. This is report 1 of 4 for complaint (B)(4).